Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the error by running daily check and five (5) bf primes on the maintenance screen. While troubleshooting, fse found the guide rod for the bf drive assembly was dirty and cleaned the bf drive assembly. Fse validated the analyzer by running bf primes in maintenance without errors, fse also successfully perform quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section12: error messages states the following: (2239) bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. The most probable cause of the reported event was due to the faulty spmd board. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to the dirty bf drive assembly.

Event description:
A customer reported error message ¿2239 bf probe 1 purge failure¿ on the aia-900 analyzer. The customer stated they have primed several times and the customer replaced the bf probe 1 and 2 tips, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.